Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 6/17/2016 with the following findings: the battery compartment was cracked along the side, from case seal traveling to bumper and at case seal to the left side of the bumper pad. Pump casing cracked at the top right corner between display lens and pump seal. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2016.